Event description:
It was reported that the patient took more medicine than he needed because the display on his blood glucose monitor was damaged and he was unable to clearly read the results. The patient felt dizzy and experienced a seizure. He required treatment from his wife. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.